Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The insulin pump shocked the customer. When he removed the battery, the customer noticed water in the battery compartment. The insulin pump alarmed failed battery test several times. He was unable to clear the alarms after multiple battery changes. He went to the school's nurse after he was shocked and he had a high blood glucose level of 448 mg/dl with ketones. The customer treated his blood glucose with a syringe. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. No unexpected shock during our testing. All of the buttons functioned properly, no damage in the keypad assembly and no unlocked lcd keypad connector during our visual inspection. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly noted. However, the insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.